Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "replace sensor" message on his adc freestyle libre sensor after 2 days of wear. On (B)(6) 2019, the customer experienced symptoms described as dry mouth, feeling of thirst, and his blood glucose reached ¿400 almost 500¿ (unspecified device). Customer further reported having contact with a healthcare provider and he was diagnosed with hyperglycemia and treated with insulin (dose/type unknown). No additional treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. DHR's (device history review) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported receiving a "replace sensor" message on his adc freestyle libre sensor after 2 days of wear. On (B)(6) 2019, the customer experienced symptoms described as dry mouth, feeling of thirst, and his blood glucose reached ¿400 almost 500¿ (unspecified device). Customer further reported having contact with a healthcare provider and he was diagnosed with hyperglycemia and treated with insulin (dose/type unknown). No additional treatment was reported. There was no report of death or permanent impairment associated with this event.